Event description:
A patient reported experiencing inaccurate erratic results with a profile meter. The patient's blood glucose results were 159, 212 mg/dl. Test were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further info has been reported.